Event description:
It was reported that a patient underwent a procedure to close a deep laceration on the left elbow on (B)(6) 2010 and suture was used. With the 1st bite, the needle broke into 2 parts and lodged in the tissue. No further information is available at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.